Event description:
At the beginning of the case, the xi robotic fenestrated biopolar instrument indicated that it had one remaining life. The instrument was then used later in the case and did not work. The cord was replaced, and it still did not work. A new fenestrated bipolar instrument was then opened and it worked. The surgeon asked for the original instrument to be returned to the manufacturer because it should have worked for the remainder of the case, as it was not removed from the robot or used while it indicated that it had a remaining use.